Event description:
Pump programmed mainline at 150 ml/hr; secondary set at 1 gm in 50 ml using library pre-programmed setting. The secondary infused completely however only 5 ml showed infused; mainline ran at a very fast rate and showed running at 100 ml/hr on the screen. No alarms or errors received. At this time bio med unclear if issue is with computer or pump.